Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During procedure, diamond of working end came off and cutting ability became low. Five burs were used for the procedure, and all burs were in the same condition. No harmful to the patient. No surgical delay reported. All med watch submissions related to this report are: 9610612-2017-00541, 9610612-2017-00542.

Manufacturer narrative:
Investigation: the investigation was carried out by the responsible q-coordinator. No diamond outbreaks associated with the mentioned failure can be found. Most likely the low cutting performance was caused by a smeared up drill. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: it can be assumed that the mentioned failure was caused by a smeared up drill. No CAPA is necessary.